Manufacturer narrative:
Concomitant medical products: 35 ml monoject syringe, lot number: 10040650, exp: 06/11/2020. The report of an over infusion of morphine was confirmed. Physical inspection of the device noted that both male and female iui connector contact pins were dull. No other obvious issues or anomalies were identified. The IV tubing sets were initially observed without cracks, tears, or indications of stress; however, during analysis, the pca micro bore tubing set (model 10800175) exhibited a leaking female luer. Review of the logs identified that the system consisted of source pcu s/n (B)(4), pump module s/n (B)(4) (channel a), source pca module s/n (B)(4) (channel b), and an etco2 module s/n (B)(4) (channel c). The profile in use was ¿medsurg¿. The logs show that an infusion of hydromorphone was programmed at 09:25 pm on (B)(6) 2020 instead of morphine as a pca dose only infusion and is suspected to be the reported infusion. A 30 ml terumo syringe was selected with a volume of 26.228 ml detected. The pvi was recorded as 9 ml prior to the start of the infusion. A total of five dose requests were successfully delivered between 9:54 pm and 11:04 pm for a total of 25 ml delivered. After the last dose was delivered, the syringe residual volume was recorded as 1.228 ml. At 11:08 pm a near end of infusion alert was displayed. At 11:17 pm, another pca dose only infusion was programmed with the medication morphine. A 30 ml terumo syringe with a volume detected at 1.6799 ml was selected. Seconds after the start of the infusion, the system alerted near end of infusion again due to the low volume in the syringe. The user attempted to restart the infusion a few times, resulting in alerts for near end of infusion. At 11:32 pm, the pca module was channeled off and was removed 5 minutes later. Functional testing while programmed for each medication (morphine and hydromorphone) found no issues or anomalies. Rate accuracy testing found the device operating within specifications. The root cause of an over infusion of morphine was determined to be a programming error. During programming, hydromorphone was selected in error, resulting in a pca dose delivery of 5 ml with each pca request instead of the intended 1 ml. The event tubing set, identified with a leak at the female luer, is not believed to have caused or notably contributed to the reported over infusion. The cause of the damaged luer is unknown. Device history review: review of the source pcu s/n (B)(4) service history record showed that the device was manufactured on 01/28/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device was returned to service on (B)(6) 2019 for error 120.4610. The service dept replaced the battery to address the issue. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported from the medical/surgical unit that patient controlled analgesia morphine in a 30ml syringe over infused with an intended dose of 1mg every 10 minutes, maximum dose of 6mg/hour lockout., o basal rate, and no bolus dose. Syringe was initially replaced at 2125, which was double verified by 2 clinicians during dosage set up. At 2327 the nurse checked on the patient and saw that there was 6ml left in the syringe. The pump had delivered almost 24mg of morphine in 2 hours. Settings were verified again as mentioned above. The history in the pump was restored and its reading 0mg delivered, 0 attempts, and 0ml given as well as all categories appearing 0 as though the history had been cleared. Clinician denied clearing the pump other than when the new syringe had been placed. Lactated ringer was also infusing at the time of the event through another pump module. Although it was reported that there was no adverse effect caused to the patient and patient outcome was unaffected other than the rash and no additional intervention was done, it was reported that there was a change/delay in treatment due to that narcan and benadryl had to be administered as a result of this event.